Manufacturer narrative:
Field a2: dob:1962. The lead was reportedly misplaced during the procedure, and per IFU, lead placement is a known risk with the use of deep brain stimulation. The probable cause of the event is a known inherent risk of the device.

Event description:
It was reported that following a lead implant procedure for a dbs clinical study patient, imaging showed that the right lead was initially placed too posterior. On the same day, the patient underwent a lead revision procedure where the lead was electively explanted and a new was lead correctly implanted. The patient is doing well postoperatively. Additional information was received that the patient was asleep during the procedure, therefore, no visual controls were possible. In addition, the micro registration was almost muted due to the patient being asleep, which made it difficult to confirm the correct placement of the lead during the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that following a lead implant procedure for a (B)(6) clinical study patient, imaging showed that the right lead was initially placed too posterior. On the same day, the patient underwent a lead revision procedure where the lead was electively explanted and a new was lead correctly implanted. The patient is doing well postoperatively.